Event description:
The customer stated that he was treated by paramedics for low blood glucose and the reading was 20 mg/dl. The customer stated that he's been experiencing low blood glucose levels at night time. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.